Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering that the instrument was returned with the grips fully closed and the grips did not open when torque was manually applied to the input discs. The instrument grips popped open during engagement testing of the instrument after it was installed on an in-house is3000. A visual inspection of the instrument grips found no excessive biodebris. Engineering evaluation also found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The distal end of the main tube had a scratch mark with light material removal. The scratch was .270 in length and was not aligned with the tube axis. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instrument with care. Avoid mechanical shock or stress that can cause damage to the instruments - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument pitch down cable and main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, the site was unable to release the grips on the pk dissecting forceps instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.